Event description:
A power source alert was reported, who indicated it occurred while using a tandem charging cable and wall adaptor. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.